Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg is expected to be returned for service. There was no patient involvement.